Event description:
The reporter stated that she had rec'd several er1 messages on her surestep meter and had to go to the dr to have her blood glucose checked. Her blood glucose on his meter (unk brand) was in the "300's to 400's." She was given insulin based on the results.